Manufacturer narrative:
A field service engineer went onsite and performed functional testing of all picix hosts, as well as the servers, switches and all connected devices. All components were functioning as normal. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the device was not producing sounds for alarms. The device was in use on a patient at the time of the event, no adverse event was reported.